Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula and outside of the needle well, indicating that the formed needle did not fully retract. The formed needle did not fully retract after opening the pod. Inspection of the internal components found the formed needle to be unseated from the slide retract. Damages were observed on the formed needle and slide retract indicating that the formed needle had been incorrectly installed into the slide retract. This incorrect installation resulted in the formed needle becoming unseated during needle mechanism deployment, resulting in the formed needle failing to retract after deployment.correction to d(4): sequence number changed from unavailable to 1140707.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract. The pod was worn between 1 and 4 hours on the leg.